Event description:
During a coronary drug eluting stenting treatment procedure, the catheter fractured. The physician was advancing the taxus express2 8.8% 3.50 x 16 mm drug eluting stent through the guide catheter but encountered difficulty. Withdrawal of the stent delivery system revealed that the shaft of device had snapped within the guiding catheter. No pt injuries were reported and the procedure was successfully completed with another device.